Event description:
The precise stent was partially deployed in the sterile package. There was no damage to the outer box or the shipping box. The device was handled and stored per IFU.

Manufacturer narrative:
It was reported that the precise stent was partially deployed in the sterile package. There was no damage to the outer box or the shipping box. The device was handled and stored per IFU. One non sterile unit of precise rx 5x20 mm was received coiled in a plastic bag. Stent was not received and hemovalve was opened as it is supposed to be. The outer sheath was bent at 8 cm from distal end of brite tip (bt), distal tip was un-cannulated (dislodged) about 7.4 cm and wire lumen was kinked at stop location. The usable length of the stent delivery system (sds) was measured and it was found within specification. The deployment process was completed without the stent per procedure and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the kink condition found during the visual analysis could be due to the coiled condition of the unit received for analysis. The reported premature deployment of the stent in the packaging could not be confirmed as the stent was not received and there were no anomalies found during the functional analysis of the delivery system. Based on the DHR review and the analysis there is no indication that the failure is related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.